Event description:
It was reported that, when the cassette is inserted, an alarm sounds. Per reporter, the issue was discovered during priming, and there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Review of the event history log showed a "no disposable" alarm. Functional and visual tests were performed, but the reported issue was not duplicated. The downstream occlusion sensor (dso) was replaced as a preventive measure. The device passed all functional testing after the repair. The complaint could not be confirmed, and a root cause was unable to be determined.